Event description:
It was reported that during deployment of a vena cava filter, the filter did not fully expand and started to move in a cephalad direction. The filter was retrieved with a snare device and a new vena cava filter was deployed without incident. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned and the filter met all required specs. No crossed/overlapping limits were identified. The complaint investigation is inconclusive for the filter failing to fully expand and cephalad migration, as images were provided. Based upon the available info, the definitive root cause for this event is unk. It is unk if pt and/or procedural factors contributed to this event.